Manufacturer narrative:
Additional information was added to d9, h3, h4, h6, h11. H11: the actual device and two (2) photographs of the sample were received for evaluation. Visual inspection of the photographs observed a leak from the administration spike port bonding area. Visual inspection of the retuned sample did not identify any abnormalities that could have contributed to the reported condition. Functional leak testing was performed on the actual sample, and a leak was observed at the spike port bonding area. The reported condition was verified. The cause of the condition could not be determined, however was most likely due to inadequate or lack for cyclohexanone applied to the spike port cap tube when it was inserted to the spike port during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 1000 ml eva tpn bag leaked through the port where the administration equipment would be inserted. This was observed during use in the central mixing service. There was no patient involvement. No additional information is available.